Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; expiration date - unknown due to unknown lot number; UDI -unknown due to unknown lot number; implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the physician went to deploy the anchor the device was not in the artery. There was no blood loss. The patient was reported to be fine. The procedure outcome was reported to be successful. There were no other devices or equipment used with the angio-seal device. Additional information was received on 10/30/18. A 6fr sheath was used. The doctor went to deploy and the anchor and everything came out when he pulled back. Manual compression was performed to achieve hemostasis. The patient was reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.